Manufacturer narrative:
The reported event of premature separation was confirmed. A full tri-layer catheter was returned in one piece with the protective sleeve covering the distal end. Visual examination found the released knob in aligned position but the distal tether wires were misaligned. X-ray examination found the released tether wire slipped inside the tether screw. Dimensional analysis was performed, and the tether bullets and distal tether wires were measured within the product specification. The cause of the reported event was isolated to the released tether wire being slipped inside the tether screw. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure after fixating the right atrial (ra) leadless pacemaker (lp) in the right atrium, it was found that the ralp exhibited poor current of injury and capture threshold. Repositioning of the ralp was attempted; however, while re-docking the ralp from tether mode, it was separated prematurely from the delivery catheter. The ralp was retrieved and implanted eventually using a different delivery catheter. The patient was discharged home ultimately.